Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was inoperable. A company representative met with the patient and confirmed the issue using other external devices. As such, the patent underwent surgical intervention on (B)(6) 2018 where the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored post-operatively.